Event description:
The customer reported that erratic cardiac troponin (accutni) patient results were generated on an access 2 immunoassay system for two patients' samples. Both patients' initial results were elevated and above the acute myocardial infarction (ami) threshold of the assay. Subsequent repeat testing generated erratic results within a different clinical category. The suspect accutni results were not reported from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Instrument assay quality controls were performing within their established limits prior to the event, however were outside specification and erratic after the suspect accutni results were generated. The samples were collected in lithium heparin tubes with gel separators. The samples were centrifuged at an unknown speed for three minutes prior to testing. The samples had no visible irregularities with no signs of fibrin or other foreign debris. The assay reagent and calibrator lots associated with this event were 219417 and 121451 respectively. The customer stated that wash valve/pump motion errors had been generated for several days preceding the event and beckman coulter inc. Service had been on site to address this issue on (B)(4) 2012. Patient specific information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event the field service engineer (fse) replaced the wash valve motor, wash valve stator and wash valve rotor. Upon the completion of the necessary repairs the instrument was returned back into operation. The wash pump hardware is the cause of this event.